Manufacturer narrative:
G2. Foreign: belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) had premature battery depletion. The ins was interrogated, and a replacement / explant was planned. The issue has not been resolved. Additional information was received. Implant date of the ins was (B)(6) 2024. The longevity calculator was used, but the hcp was not really aware on how long the ins battery would last. The previous ins¿s lasted more than 4 years. The patient did not experience any falls, accidents, or other events. Information confirmed with the physician / account.